Event description:
It was reported that this inflatable penile prosthesis (ipp) exhibited inflation issues. A surgical procedure was performed, during which fluid loss from the reservoir was noted; however, its source could not be identified. The existing device was removed and a new ipp was implanted. There were no patient complications reported.